Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height had several cubies and the row board that were not detected on the bus. A field service engineer (fse) replaced the row board cable, reseated the retractor band, and cleaned it. The fse then ran the firmware and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user managed to get medication from another station. However, there were no adverse events or injuries reported based on this event.